Event description:
Covidien formerly tyco healthcare received a report from a biomedical engineer that the unit did not provide and audio tone. This was found during preventative maintenance, and there was not patient harm reported.

Manufacturer narrative:
The device associated with this report was requested back for evaluation, but it has not yet been received.